Manufacturer narrative:
The reported event occurred on a cobas e 801 analytical unit (serial number: (B)(6). The investigation determined that the anti-hcv g2 elecsys e2g 300 v2 assay performed within specifications. A review of calibration and quality control data confirmed all results were within expected ranges. The investigation identified that the customer did not follow the recommendations in product labeling, which specify that all initially reactive or borderline samples should be retested in duplicate and confirmed using supplemental methods such as immunoblot or hcv rna detection. Single false positive results are covered by the assay's specificity claim. The customer was advised to adhere to the product labeling for confirmation testing to ensure accurate interpretation of results. No general reagent issue was identified.

Event description:
The initial reporter alleged a false positive result for one patient sample tested with the anti-hcv g2 elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The patient sample generated the following results on the cobas e 801: 2.88 coi on (B)(6) 2024, 4.13 coi on (B)(6) 2024, and 5.84 coi on (B)(6) 2024. Testing on other platforms, including hcv rna testing, yielded negative results. No immunoblot testing was performed.